Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zebd-6-10 device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file will capture the perforation occurrence. File related to (B)(4).(MDR ref#3001845648-2023-00257) -stent was deployed in the cbd in an unfurled configuration, instead of a pigtail configuration. Lab evaluation: n/a. Document review: as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zebd-6-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Historical data not reviewed as lot number unknown. As per instructions for use, ifu0045 which accompanies this device, potential complications section: ¿those associated with biliary stent placement include but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration.¿ there is evidence to suggest that the user did not follow the IFU. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer . Impression: per the complaint report, the biliary stent was placed on (B)(6) 2022. The indication was not discussed, but based on the imaging, it appears patient has a malignant pancreatic mass resulting in severe stenosis of the cbd. On a follow up CT scan performed on (B)(6) 2023, it was noted that the biliary end of the stent had eroded through the wall of the cbd. There was no discussion if patient was symptomatic from this event. Follow up ercp fluoroscopic and optical images confirmed the suspicion demonstrating the biliary end of the stent eroding through either the wall of the cystic duct or cbd and duodenal wall resulting in a fistula connecting these structures. The stent dwell time was only 2 months. Unfortunately, no images of the stent placement procedure were submitted for review. Looking at the configuration of the stent on these images, I suspect the stent was deployed in the cbd in an unfurled configuration, instead of a pigtail configuration. This allowed the end of the plastic stent to either engage with the cystic duct, or just press against the wall of the cbd. With breathing, bowel motion, etc, and the intrinsic force of the stent end pushing on the wall of the cbd damaged the mucosa and eventually eroded through. If the stent had been configured in a pigtail fashion, the free end of the stent should not have been able to push on the cbd wall and would not have eroded through. In addition, the malignant appearing stricture appears to extend up to the level of the stent erosion. This suggests that the integrity of the cbd/cystic duct wall may have been partially compromised and could have also contributed to the erosion. Fortunately, it doesn¿t seem like the patient was symptomatic from this event, in addition, the patient was treated with a purposeful creation of a choledochoduodenostomy, which is essentially the same communication the stent had inadvertently created. Root cause review: a definitive root cause could not be determined from the available information. It should be noted per the image review that it is possible that the stent was introduced into the cbd in a unfurled configuration rather than a furled configuration. With breathing, bowel movement etc. And the intrinsic force of the stent end pushing on the cbd wall, damage to the mucosa occurred that eventually eroded through. However, as per the instructions for use, migration and trauma to the duodenum are known potential complications. Summary: failure identified: stent migration, confirmed quantity of 01 device used. Complaint is confirmed based on customer testimony. Investigation findings could not conclude a definitive root cause. It should be noted per the image review that it is possible that the stent was introduced into the cbd in a unfurled configuration rather than a furled configuration. With breathing, bowel movement etc. And the intrinsic force of the stent end pushing on the cbd wall, damage to the mucosa occurred that eventually eroded through. However, as per the instructions for use, migration and trauma to the duodenum are known potential complications. According to the information reported, the patient experienced perforation requiring surgical intervention. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the receipt of image review on 25-mar-2023.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2022, a patient had a biliary stent placement. The stent was placed in b5 of bile duct via duodenal papilla. On (B)(6) 2023, when a CT was taken as a postoperative follow-up, a perforation was observed. Later, ercp (endoscopic retrograde cholangiopancreatography) was performed, it was confirmed that contrast media flowed toward the duodenum as the perforation had formed a fistula. After confirming that there was no leakage into the abdominal cavity, the stent was removed with a snare. In the end, it was decided to perform cds (eus-cds: eus-guided choledochoduodenostomy). Patient outcome : no adverse effect on the patient has been reported. Patient/event info - notes : physician's comment: I am wondering if the stent stopped though it should have dropped to duodenum due to stenosis in the middle bile duct, and peristalsis led to the perforation. As a result, it was decided to perform cds (eus-cds: eus-guided choledochoduodenostomy). For all complaints: 1 for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact please see the description of event. 2 what was the target location for the stent? B5 of bile duct. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? 5 was the wire guide lubricated prior to use? 6 was the device at the centre of the complaint inspected for damage prior to use? 7 was the wire guide inspected for damage prior to use? 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. 9 if yes please indicate the procedure performed. Est. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No. 11 if not with the device in question, how was the procedure finished? 12 did the patient require any additional procedures as a result of this event? 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? 16 was a straightener used to straighten the stent? 17 (if any damages were confirmed prior to use)was the package damaged? For complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? 6 was resistance encountered when advancing the wire guide to the target location? 7 was resistance encountered when advancing the introduction system in place to the target location? 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? 10 where was the stricture located in the duct? 11 was the stricture dilated prior to placing the device? No. 12 was resistance encountered when advancing the stent through the obstructed area? No. 13 after placement, was stent position verified? Yes. 14 if yes, please describe how. Through the fluoroscope. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Please see the description of event.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.